Event description:
The complainant stated that the bed will raise, lower and go into reverse trend, but when trying to go into trend, the bed wil rise, stop and then the relays will chatter.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.